Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level. The customer's blood glucose value was 40, 147 mg/dl. The customer states that they were treated with glucose tablet. The customer stated that they were using the auto mode during low blood glucose event. Customer was received a sensor updating, calibration not accepted alert and change sensor alert. The products will be returned for analysis.